Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high, unstable thresholds with intermittent loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.